Manufacturer narrative:
The returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating the device was prematurely deployed. The device was returned without the over-sheath and the catheter was unraveled close to the bushing. Microscope examination was performed, and it was confirmed that there was evidence of premature deployment and no hits were found on the bushing. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. No other issues with the device were noted. During the product analysis, it was found that the yoke returned attached to the control wire (evidence of premature deployed) and the catheter was unraveled close to the bushing. It is possible that during the manipulation of the device, the physician made the first activation in the device without noticing, due to the device functionality it is likely possible the device deployment had been done after the first activation. Moreover, the unraveled condition on the catheter could have been caused when the clip clamped the tissue and the device was pushed out to deploy by the physician, but the device failed to deploy, therefore, it is important to follow the warnings of the instructions for use (IFU) "always have pliers and/or wire cutters ready to cut the delivery system at the handle if the clip cannot be detached" to avoid this issues during the procedure. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy as the device got stuck. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.